Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the fluid leaked from the vent on the maxguard filter extension set during patient use in the neonatal intensive care unit. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the maxguard filter extension set cracked and leaked fluid from the vent was not confirmed or replicated. Visual inspection revealed no cracks in the set¿s filter. Functional testing was performed; no leaking or other issues were observed. The root cause of the report that the set cracked and leaked was not identified.

Event description:
The customer reported that the set was also cracked.